Event description:
It was reported that this pacemaker exhibited far-field oversensing during a ventricular tachycardia episode involving mode switching. No changes were made and the pacemaker remains in service. The patient reported experiencing dizziness but no adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.